Event description:
During servicing of monitor sn (B)(4), which was returned for investigation into a pt's death, a reportable problem was found. The monitor was intermittently resetting upon receipt. Investigation into the pt' death revealed a (B)(6) female pt was reported to have passed away on (B)(6) 2015. A review of the pt's downloaded data revealed that the device detected an arrhythmia at 04:-6:58 on (B)(6) 2015, but review of the pt's ECG strips indicate CPR artifact. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. The lifevest was last active at 04:07:20 on (B)(6) 2015. There is no evidence to suggest the device caused or contributed to the pt's passing. Review of the pt's flags suggests that the device was fully functional during use. No deficiencies were alleged.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise from the defibrillation pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. There is no evidence to suggest the device caused or contributed to the pt's passing. A review of the pt's flags suggests that the device was fully functional during use.